Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient also experienced baker grade iii capsular contracture on the right side. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-jun-2021, mentor received additional information regarding the patient¿s capsular contracture and revision surgery. The baker grade of the capsular contracture was previously reported as iii. However, additional information revealed that the baker grade is IV. The patient is potentially considering removal only for the right side. However, at the time of this report, mentor has received no information regarding an expected explantation date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 425cc mentor memorygel breast implants and experienced rupture, red hard lumps and dimples on the left side and bilateral asymmetry postoperatively. The rupture was confirmed with an ultrasound and MRI. As a result, the patient underwent unilateral device removal and replacement on the left side with a 425cc mentor memorygel breast implant, catalog number 3504251bc, serial number (B)(4) on (B)(6) 2021. This report is for the patient's right-sided device.